Event description:
We received a report that during capsulorhexis on the patient's right optic, the patient sneezed, causing a part of the cataract lens to move into the posterior chamber. This piece was retrieved and cleaned and the surgeon tried implanting the three piece iol into the sulcus. In doing so, the patient moved causing the surgeon to hold the lens by the haptic and the haptic separated from the optic. The lens was removed an replaced with an anterior chamber iol. The incision was enlarged and a vitrectomy was performed. The iol was discarded in the field and will not be returned to the manufacturer.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4) - incision enlargement. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. Placeholder.